Event description:
It was reported that during an arthroscopy procedure, the lens 4k control unit started to smell after about 30 minutes and the system dropped out. The unit overheated/became hot to the touch, once the system cooled down, it run again. The case was completed with a non-significant delay using a back-up device. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference: case-(B)(4). The reported device was received for evaluation. A smith & nephew service center visual evaluation of the returned device reported the antenna was not returned. A smith & nephew service center functional evaluation of the returned device observed that the device turned off after 20-minutes. No mention of odor was reported. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. It was determined the device contributed to the reported event. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed and the root cause was associated with component failure. Factors which could have contributed to the reported event potentially include a mismatched or damp light cable. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future occurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.